Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis, manifested by cloudy effluent. The patient was hospitalized for the reported event. The patient was treated with vancomycin intravenous (IV) (2 grams, once a week) for the peritonitis. Then, the patient was put on levaquin (twice daily (bid) per oral and IV). The patient was later discharged from the hospital and the vancomycin treatment was discontinued. However, the levaquin therapy was ongoing. On an unreported date, the patient was retrained on pd therapy. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.